Manufacturer narrative:
Concomitant medical products: dtma1d4 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device replacement procedure, the patient's right atrial (ra) lead was placed into the left ventricular (lv) lead port while the lv lead was placed in the ra lead port. At a later clinic visit, it was discovered that the leads were switched in the header as high lv thresholds led to no capture. The lv lead was programmed off and later a revision took place to switch the lv and ra leads and placed in the correct header ports. The lv and ra leads remain in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.